Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia following lunch and dinner, with glucose peaking at 278 mg/dl and remaining above 180 mg/dl for approximately 2.5 hours, while the device logs indicated normal function and the glucose was trending down at 268 mg/dl during the call. Symptoms included elevated blood glucose without acute complications. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included review of device report logs, troubleshooting and education, and arrangement of a goodwill sample of 6 mm steel contact/detach infusion sets due to user dissatisfaction with a prior bent cannula on the current 23" teflon 6 mm inset infusion set. Investigation of this case revealed no device malfunction and suggested an unclear cause of hyperglycemia, with potential infusion set performance concerns. It was concluded, based on previously established findings for similar reports, that the cause was unclear.